Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device returned to the manufacturer was found to have the implant coil attached to the pusher, which was inconsistent with the reported details. It was determined that the returned device was not associated with the reported complaint. The actual device used for the procedure was not returned for analysis; therefore, the root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during re-positioning of the coil in the aneurysm, the coil detached without use of the controller. The coil remains implanted in the aneurysm. There was no reported intervention or patient injury as a result of the issue. The patient was reported to be okay.